Event description:
During laparoscopic procedure tip of shears broke-off and was left inside of abdominal cavity. Surgeon and techs unaware of incident until harmonic unit alerted instrument failure. Once device was removed from the field rptr replaced with new shear. Inspection revealed broken fragment. Through laparoscopic visit able to remove piece and provide pt safety till completion of procedure.